Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. It was noted that the repair would be handled by the customer; however, it could not be confirmed if the issue was resolved or if the device was repaired. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an enter button that was not functional. It was unknown how the issue was found. No patient or user harm reported.